Event description:
Customer alleged that when touching the shielding of the tube's stator cable, she received an electric shock.

Manufacturer narrative:
Method/results/conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. (B)(4)